Event description:
Symptoms: confusion, left sided weakness, ataxia, decreased vision, mild aphasia and mild dysarthria

Event description:
It was reported that during the procedure the patient had a stroke, requiring new/prolonged hospitalization.